Event description:
It was reported that load plate has wide range and sticky shaft.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) involved in the event was returned to zoll circulation on (B)(4) 2012 and was analyzed. Visual inspection of the platforms shows the front/bottom enclosures and some screw posts are damaged. The front/bottom enclosures were replaced and the screw posts were repaired. In addition, it was noticed that the motor shaft was sticky therefore, deburred the drivetrain clutch. Furthermore, the platform was dropped which could caused damage to the components. Reported problem of "load plate has wide range" was not confirmed. The platform was ran with the manikin and had no problems. The platform passed final test. No adverse event was reported.